Event description:
Customer reported having low blood glucose (bg) levels. The customer¿s bg was 50 mg/dl, and the customer managed the situation by consuming carbohydrates. There was no need for third-party assistance, and the control-iq feature was active at the time of the event. Cts recommended consulting a healthcare provider to discuss what might be affecting blood glucose levels.